Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a "scan again in 10 minutes" message and a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he experienced hypoglycemic symptoms of weakness and dizziness, and obtained a reading of 55 mg/dl on an unspecified device. Customer reported that a relative gave him some sweets as treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Performed visual inspection on returned sensor patch, no issues observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor plug was fully seated. Sensor plug assembly was visually inspected and no failure mode was observed. Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and sim-vivo test was performed. All results were within specification. No product deficiency was identified.

Event description:
Customer reported receiving a "scan again in 10 minutes" message and a "replace sensor" message after 7 days of wearing the adc freestyle libre sensor. Customer further reported that on (B)(6) 2018 he experienced hypoglycemic symptoms of weakness and dizziness, and obtained a reading of 55 mg/dl on an unspecified device. Customer reported that a relative gave him some sweets as treatment. There was no report of death or permanent impairment associated with this event.